Event description:
--

Manufacturer narrative:
The lead remains in service pending a lead revision. This report will be updated when additional information is available.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. Noise was observed on the electrograms; the noise was oversensed, resulting in many inappropriate non-sustained ventricular tachycardia (nsvt) episodes. N x-ray was performed, but no lead fracture was confirmed. It was reported that noise was recreated when the patient bent forward. A lead revision was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Additional information was received that a lead revision procedure was performed. It was reported that the helix of the lead was not turned and the lead was not able to be explanted. An x-ray was performed and confirmed the lead was fractured. During the procedure, noise could be produced when the lead in the area of the patient's clavicle was manipulated. The lead was capped and a new lead with a df-4 connector was implanted; therefore, the device was also replaced to a model compatible with the new lead. The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.